Manufacturer narrative:
Review of the x-rays provided confirms the report; the bottom level left screw fractured and the bottom level right screw loosened from the implantation site. Multiple attempts have been made to gather additional information; however seaspine is unable to confirm the complaint allegation or that the product is a seaspine product without further information from the distributor or surgeon.

Event description:
A patient underwent a 2-level spinal surgery in the cervical spine consisting of six unknown cervical screws and one unknown cervical plate; index surgery date unknown. Seaspine was made aware on (B)(6) 2021 that one cervical screw fractured and one loosened from the implantation site in the post-operative period.